Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent right inguinal hernia, left inguinal and an umbilical hernia. It was reported that after implant, the patient recurrence, significant scar tissue, small protrusions of preperitoneal fat through internal ring, persistent groin pain. Post-operative patient treatment included revision surgery, lichtenstein repair, excision of ilioinguinal nerve, and open groin exploration with hernia repair.